Event description:
It was reported that the bd luer-lok¿ tip syringe was missing scale markings. The following information was provided by the initial reporter, translated from (B)(6) to english: the nurse noticed that the graduations of the device used were not in conformity. The syringe was graduated "in swirl" i.e. The graduations were not printed vertically on the syringe but deviated around the syringe.

Manufacturer narrative:
Initial reporter email address: (B)(6). Initial reporter address 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe was missing scale markings. The following information was provided by the initial reporter, translated from french to english: the nurse noticed that the graduations of the device used were not in conformity. The syringe was graduated "in swirl" i.e. The graduations were not printed vertically on the syringe but deviated around the syringe.

Manufacturer narrative:
H.6. Investigation: one photo of a 1ml luer-lock syringe (p/n 309628) was received and evaluated. The photo shows skewed scale of the print scale. The condition observed is non-conforming per product specification. Potential root cause for the skewed scale defect is associated with the marking process. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.